Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement test. However, the insulin flow blocked alarm functioned properly during the basic occlusion test and occlusion test. The pump was programmed and monitored for one day and no blank display was noted. The pump had minor scratches on the display window, a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 507 mg/dl. The customer's blood glucose was 549 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find site and insulin issues. The customer performed high pressure test and the insulin pump failed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.